Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- correction d9 device available for evaluation- correction h2 type of follow up- correction h6 type of investigation- correction h10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.